Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that a replacement uninterruptible power supply (ups) and imaging system batteries were needed however the site has not made an decision on the replacement as of yet. No parts were returned to manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system was down. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the hospital tried replacing batteries but did not resolve issue. The uninterruptible power supply (ups) was replaced and batteries were left with the customer. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.